Manufacturer narrative:
The UDI number, recall number and the following sections were updated : type of investigation. Investigation findings. Investigation conclusion. 2 of 6.

Event description:
Customer alleged that they received a box of blade 4.0mm pointed tip curved left s/su (6/sp) with the blade curved to the right instead of curved to left. There was no patientinvolvement, nor any patient or user injury associated. (2 of 6).